Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedances (greater than 1000 ohms) on three occasions. The lead remains in use and no patient complications have been reported as a result of this event.